Event description:
It was reported that during a coronary artery drug eluting stenting procedure, a stent was damaged. The lesion being treated was a 90% stenosed lesion of the mid lad (left anterior descending). A 3.0 x 16 mm taxus express2 drug eluting stent was implanted at the left main and then an attempt was made to implant this 3.0 x 20 mm taxus express2 drug eluting stent in the mid lad, however, it was unable to cross the previously implanted stent. Several unsuccessful attempts were made to cross the previously placed stent. The stent delivery was withdrawn and damage to the proximal stent strut was found. Another MFR's 3.0 x 18 mm bare metal stent was placed successfully. There were no pt complications and the pt's status was reported to be "good".